Event description:
Per op notes: while drilling the pilot hole for the right side the drill bit broke off inside the palate and was completely buried and unable to be retrieved. I then drilled another hole adjacent to it and placed a 19mm screw that was 2mm in diameter. I placed one 19mm 2-0 screw on the left as well. The purchase was much better on the right side. The screw on the left did not feel to be solidly in bone. I injected marcaine at the end of the case. We obtained an x-ray that confirmed the presence of the drill bit adjacent to the screw. Then the patient was then awakened from anesthesia, extubated in the or (operating room), and taken to recovery in stable condition. I discussed with his mother that the drill bit had fractured in the palatal bone and that we might consider trying to remove it at some point, but that removing it would likely be more injurious than leaving it in place.